Manufacturer narrative:
A fracture of the conductor was noted at the helix shaft. This fracture is consistent with the observation from the field of high lead impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had presented in the operating room for lead revision due to high lead impedance. The lead was explanted and replaced. Patient was stable post procedure.